Event description:
It was reported that an ilet pump displayed alert code 38, indicating consecutive stalled motor events, which was confirmed in device history; the user was instructed to restart the pump, and the alert recurred, so the pump was replaced, and the user was advised to use backup therapy and continue cgm use with dexcom. Symptoms included no reported changes in blood glucose. Outcomes included temporary interruption of insulin delivery with restoration of therapy via replacement and continued monitoring. Investigation included internal record review and in-use troubleshooting with a controlled restart. Investigation of the returned device revealed a recurring motor stall consistent with a pump mechanism malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical failure with an unknown specific component-level root cause.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.